Manufacturer narrative:
Discrepant negative antibody screening result for one donor sample having an anti-leb(le2) antibody. The root-cause could not be determined. No general product failure was identified. No biased result was reported to a physician. The donor was not harmed.

Event description:
A customer is reporting a discrepant negative antibody screening result for one donor sample using thai red cross screening cells in conjunction with their ortho vision biovue analyser. Date of event: (B)(6) 2019. Complainant: ms (B)(6)¿ medical technologist. Complaint reporter: ms (B)(6) ¿ ortho laboratory specialist . Reported on: 20 march 2019 by (B)(6) to ms (B)(6) who reported it to the orthocare helpdesk on the same day. Reagents: ortho biovue system poly cassette lot: ahc668a, expiry date: 13 may 2019; thai red cross reagent red cells, lot: unknown, expiry date: not provided. Software version: 5.11.2. Donor information: known positive history (3+ reaction strength) with thai red cross screening cell 2; sample ID: (B)(6). The customer reported that on (B)(6) 2019, the customer had tested a donor sample (sample ID: (B)(6)) for antibody screening in iat using thai red cross screening cells and ortho biovue system poly cassette lot: ahc668a in conjunction with their ortho vision biovue analyser ((B)(4)) and that they obtained a negative reaction with both cells of the red cell reagent. The customer stated that on the same day, they had retested the same donor sample (sample ID: (B)(6)) for antibody screening test in iat technique using the same reagents in conjunction with their ortho vision max biovue analyser ((B)(4)) and that they obtained a negative reaction with cell 1 of the red cell reagent and a positive reaction (3+ reaction strength) with cell 2 of the red cell reagent. The customer stated that on the same day, they had retested the same donor sample (sample ID: (B)(6)) for antibody screening test in iat technique using the same reagents in conjunction with their ortho vision max biovue analyser ((B)(4)) and that they obtained an indeterminate ¿?¿ error code with cell 1 of the red cell reagent and a positive reaction (3+ reaction strength) with cell 2 of the red cell reagent. The customer stated that on the same day, they had retested the same donor sample (sample ID: (B)(6)) for antibody screening test in iat techniques using the same reagents in conjunction with their ortho vision biovue analyser ((B)(4)) and that they obtained a negative reaction with cell 1 of the red cell reagent and a positive reaction (3+ reaction strength) with cell 2 of the red cell reagent. The customer stated that they had tested the donor sample for antibody identification using a thai red cross identification panel in tube method and identified an anti-leb (le2) antibody. No further detail was provided. The customer said that no biased result had been reported to a physician. The customer said that the donor had not been harmed as a result of the reported event.